Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eci immunodiagnostic system. There was no evidence to suggest an instrument or reagent malfunction had occurred. The sample in question was not processed in accordance with the tube manufacturer's recommendations. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible lower than expected vitros trop I es result (< 0.012 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected result was not reported out of the laboratory, as a vitros trop I es result of 0.216 ng/ml was obtained upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).